Manufacturer narrative:
Title laparoscopic management of large hiatal hernia: mesh method with the use of progrip mesh versus standard crucial repair source surgical endoscopy, volume 32, 2018 (3592¿3598), date of publication: 8 february 2018.

Event description:
According to the literature, the study compared the long-term results of laparoscopic treatment of large hiatal hernia with mesh reinforcement versus simple crura repair. The study included 98 gastroesophageal reflux disease patients who underwent nissen fundoplication with mesh augmented crura repair and fundoplication with standard crura repair. All cases were done laparoscopically, mesh product was used on 50 patients. Post operatively, it was reported one patient experienced recurrence and one patient complained of dysphagia.